Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified a right total hip arthroplasty was performed. The patient began experiencing memory loss, difficulty ambulating, and other symptoms related to metal pathology. A revision occurred, where corrosion was found. The stem was stable and trunnion was cleaned of black debris, but ho was noted around the stem and shell. The prior liner was not fully engaged. No complications were noted, and the head and liner were replaced with zimmer products. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00631005032, 61068597, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. 00771100500, 61851938, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 standard offset. 00620005022, 614559121, shell porous with cluster holes 50 mm o.d. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02819, 0001822565 - 2021 - 02820.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to metal related pathology with memory loss, difficulties with adls, ambulating, instability, and pain. Surgeon noted corrosion, debris with locking mechanism not engaged. Revision of the head and liner was performed. Attempts have been made and additional information on the reported event is unavailable at this time.